Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media low blood glucose levels and issues with the sensor. Customer's blood glucose level was 33 mg/dl. Customer experienced a hypoglycemic event and the sensor did not alarm. Customer advised they had difficulties recalibrating the sensor and they wasted three sensors.